Event description:
It was reported that the cbcii blood conservation kit w/3/16 inch round pvc wound drain stopped working after the procedure. The procedure was a septic hip replacement and the cbc was to be used as a drain only. A minimal amount of collected blood was discarded. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The unit was not available for evaluation since it was discarded by the customer. Therefore, the reported condition cannot be confirmed. Device not returned for investigation.